Event description:
It was reported that pump screen appeared dark and would not turn on, and caller described extreme difficulty pressing button, often needing multiple presses to activate screen even after it turned back on. There was no adverse impact to the customer's blood glucose level. Caller removed pump from case, followed button-pressing instructions, and confirmed screen would turn on but remained hard to activate, so technical support arranged replacement pump under warranty, confirmed backup insulin injections, provided storage mode instructions, advised caller to reenter pump settings and reconnect continuous glucose monitor to replacement pump, and instructed caller to return problematic pump using prepaid label within 10 days.